Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had increased pump power and high lactate dehydrogenase. The surgeon suspected that the pt had increased pump power and high lactate dehydrogenase. The surgeon suspected that the pt was forming an inflow or outflow thrombus. Log files were reviewed and showed that pump power had increased. The hospital then reported that they identified a completely occluded inflow cannula with a large thrombus at the opening. A 2d echo visualized a large thrombus in the inflow cannula and a possible thrombus int he ventricle. The surgeon and cardiologist were trying to decide if replacing the pump was prudent considering the pt's high risk of stroke and history of her cerebral hemorrhage. Add'l info rec'd indicated that the pt was discharged home with the pump still running and no hemolysis.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.